Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the battery ((B)(6)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery cable connector was damaged, as the connector was loose and the locking mechanism¿s spring was exposed. The battery was still able to charge and provide power on the test equipment; however, the observed damage prevented the battery from performing proper mating and locking to the power ports of the test controller. An internal inspection did not reveal any anomalies. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed, but not limited, to the handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: 429688 lead implanted (B)(6) 2017, 5076-45 lead implanted (B)(6) 2017, 694765 lead implanted (B)(6) 2008, dtma1d1 ICD implanted (B)(6) 2021.429688 lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the battery connector was broken. The battery was replaced. No patient complications have been reported as a result of this event.